Manufacturer narrative:
Age at time of event: around 66. (B)(4).

Event description:
It was reported the catheter became stuck on the wire. A 2.4mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa) in the right leg. The jetstream was pinned in the gard. Two runs with blades down were performed in one section and one run with blades up was performed in the first section, then the procedure was stopped. The physician proceeded to perform the procedure in blades down in the second section for one run. Upon pulling back in rex mode, the device was stuck on the non-bsc wire and the unspecified filter and wire came out with the jetstream device. The procedure was completed by ballooning all the way down with a non-bsc balloon catheter. No patient complications were reported. The patient status is fine however it was reported the patient may have to be brought back to the hospital in a week.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. Visual inspection of the device revealed that a non-compatible guidewire was stuck in the device. The guidewire lumen and the catheter shaft were checked for damage. The guidewire was stuck in the device when returned. The guidewire that was returned in the device was an embolic protection device which is not on the compatible guidewire list. Dissection of the tip of the device showed that the device had been run over the coils of the tip. When the device is run that far distal to the tip of the guidewire there is a chance of the coils stretching and separated and causing the device to jam and stick on the wire as it was in this case. The coils were stuck inside the bushing and the distal cutter. The most probable root cause has been determined to be use/user error as the dfu lists the compatible guidewires that are to be used with the jetstream device. The guidewire that was used during this procedure was not on the compatible guidewire list per the dfu. (B)(4).

Event description:
It was reported the catheter became stuck on the wire. A 2.4mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa) in the right leg. The jetstream was pinned in the gard. Two runs with blades down were performed in one section and one run with blades up was performed in the first section, then the procedure was stopped. The physician proceeded to perform the procedure in blades down in the second section for one run. Upon pulling back in rex mode, the device was stuck on the non-bsc wire and the unspecified filter and wire came out with the jetstream device. The procedure was completed by ballooning all the way down with a non-bsc balloon catheter. No patient complications were reported. The patient status is fine however it was reported the patient may have to be brought back to the hospital in a week.